Event description:
It was reported that during a direct lateral interbody fusion (dlif) at l2-3 procedure, an implant broke in half. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual review confirms the returned implant is broken in half axially, with the two locations of fracture angulated approximately 45 degrees from each other. Both fracture surfaces appear to display fairly brittle fracture surfaces, with rays emanating through the cross section from the area of crack propagation. The above observations are consistent with torsional overload.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.